Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had no data collection. It was noted that during the device interrogation, the physician saw that the counters and diagnostic data was not available for the device. No data collection, no measurement tendences, clinical data and atrial pace/ventricle pace percentages were available. It was noted that the device feature that ensures pacing and sensing polarities are set appropriately at time of implant was active. It was noted that the patient is okay and now there is data collected for the device. The physician noted that they saw clinical data in previous revisions. The device remains in use. No patient complications have been reported as a result of this event. On 2025-06-02, additional information received noted that the device feature that ensures pacing and sensing polarities are set appropriately at time of implant was still on due to a low impedance measurement of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had no data collection. It was noted that during the device interrogation, the physician saw that the counters and diagnostic data was not available for the device. No data collection, no measurement tendences, clinical data and atrial pace/ventricle pace percentages were available. It was noted that the device feature that ensures pacing and sensing polarities are set appropriately at time of implant was active due to a low impedance measurement of the right ventricular (rv) lead. It was noted that the patient is okay and now there is data collected for the device. The physician noted that they saw clinical data in previous revisions. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.